Event description:
It was reported the patient had swelling, therefore the doctor decided to remove the fossa implants.

Manufacturer narrative:
The exact date the product was explanted was not known, it occurred sometime in (B)(6) 2008 by dr.(B)(6) (who is now deceased). Dr. (B)(6) reported the event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This patient had a bi-lateral tmj replacement, and both fossa components were explanted during the revision surgery. See MDR 1032347-2010-00147 & 148.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the (B)(6) studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Clinical information available confirms that patient sought medical care due to persistent pain and swelling leading to a revision surgery and removal of the fossa component without any other confirmed biological indication for explantation of the device. Report one of two for the same event, reference 1032347-2010-00148-1.